Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the expiratory tubing of a rt380 adult dual heated evaqua2 breathing circuit was damaged prior to patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the expiratory tubing of a rt380 adult dual heated evaqua2 breathing circuit was damaged prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected. Results: visual inspection of the complaint rt380 adult dual-heated evaqua2 breathing circuit revealed a cut in the expiratory limb. Conclusion: we are unable to determine the root cause of the reported event, however the damage appeared to be the result of the tube being cut with a sharp object. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Visually inspect breathing sets for damage before use and replace if damaged."